Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2013 and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products: associated MDR's #1225714-2014-04940, 1225714-2014-04941, 1225714-2014-04942 and 1225714-2014-04943.